Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. As treatment the patient removed the pod.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be torn and stretched. Fluid did not flow through the complete fluid path as it was observed to leak from the tear in the exposed soft cannula. The length of the soft cannula measured above specification at 1.1630 inches. It could not be determined when or how this damage occurred, and it could not be determined if the damage to the exposed portion of the soft cannula contributed to the reported event. No damages or defects were noted to the formed needle or bottom housing that may cause skin irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined.